Event description:
It was reported that during a routine follow-up and upon interrogation, the pulse generator exhibited a diagnostics anomaly. Updating device measurements did not resolve the issue. The device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal device characteristics.